Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: quattrode lead kit, 90cm length, model: 3169, UDI:(B)(4), serial: (B)(6) , batch: 5104271 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing inadequate coverage/ineffective therapy. Patient was only receiving therapy behind the left ear. Patient¿s lead had migrated. As such, surgical intervention took place on (B)(6) 2026 wherein the left occipital lead was repositioned to midline to get better coverage. Reportedly, the issue was resolved and therapy restored post op. Investigation was unable to determine which of the leads is the left lead.